Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead exhibited high thresholds at implant. The patient went to the emergency room with complained of stomach and abdominal pain. An x-ray was then performed and everything was fine, but noted increased in thresholds. Moreover, the lead was revised. No additional adverse patients effects were reported.